Manufacturer narrative:
Test strip lot #: information was not provided.

Manufacturer narrative:
Follow-up#1 (10/07/2014) correction: after further review manufacturer report number 2939301-2014-26208 has been re-classified as a rule out. An initial report was already submitted for this event on 09/30/2014 under manufacturer report number 2939301-2014-25888.

Event description:
On (B)(6) 2014 the lay user/patient¿s wife (reporter) contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter read inaccurately high compared to his feeling/ normal result(s). The complaint was classified based on additional information obtained from the both the patient and reporter during a follow-up call by a customer service representative (csr). The patient tests between four to seven times per day. According to the reporter since his first seizure in (B)(6) 2014, the patient¿s testing has increased in the last few months to prevent low blood glucose. The patient manages his diabetes with novorapid (sliding scale; once with each meal) and levimir (23 units before bed). The patient indicated the alleged issue began on (B)(6) , 2014 at 10:30pm. Just prior to the product issue, the patient had a seizure. Before the onset of his symptom, the patient indicated he was watching television. He does not recall his previous blood glucose reading (taken at either 7pm or 10pm; with the subject meter) prior to his symptom; however, indicated he had continued with his usual dose of medication in response to the previous result. At the time of the alleged product issue, the patient reportedly obtained a blood glucose reading of ¿13mmol/l¿ (with the subject meter); the reporter contacted the emergency medical services (ems) and stated she administered 4 ¿dex4¿ (glucose) tablets as treatment. When ems arrived, the patient obtained a reading of in 2.0¿s with the ems¿s meter and was treated with glucose via IV. The patient was soon after transported to the hospital. The patient indicated he was hospitalized for overnight observation until his blood glucose was stabilized and was release the following day. The patient did not test with the subject meter again after the alleged meter issue occurred and reportedly exchanged the subject meter with his pharmacy. Since the patient no longer has the subject meter in his possession, csr unable to verify the meter¿s unit of measurement setting. An additional meter and control solution were sent to the patient. This complaint is being reported due to the following conclusion: although the patient was symptomatic prior to the alleged product issue and received glucose tablets (from his wife) for his symptom, the patient received additional treatment by an hcp for severe hypoglycemia after the alleged issue began.